Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jul2020.

Event description:
The customer reported the unit is not powering on. The customer cannot see anything in diagnostic mode. The customer spoke with the remote manufacturer's service technician and the customer advised the green led (light emitting diode) light is working and the unit will not power on with alternating current (ac) only or battery only. The customer confirmed the unit is alarming and checked the user interface (ui) assembly connections. The customer requested onsite service. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4:27jan2021. B4:28jan2021. The field service engineer (fse) replaced the power management (pm) printed circuit board assembly (pcba) board per technical support recommendations. The unit still not powering up. Checked voltages. Black and red 11.83 orange and brown 24.08, all within specifications. The fse tried to power on with just battery, the same result, tried to power on with just the ac, the same result, cannot get to diagnostic log report. Ordering central processing unit (cpu). The fse replaced the cpu pcba. After replacing the cpu, the unit powers on and passes all necessary testing. The unit has been returned to the customer and returned to service. The central processing unit (cpu) printed circuit board assembly (pcba) was returned for analysis. Visual inspections of the returned cpu revealed no anomalies notes. An investigation was performed, and the customer complaint was verified. The root cause is a failure of cpu u3. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.